Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right atrial lead was explanted and replaced due to fracture leading to high pacing impedance and noise. No additional adverse patient effects.